Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5173037.

Event description:
Voluntary medwatch received states the lead was fractured. The lead was not addressed and remains implanted. No adverse patient consequences were reported.